Event description:
Customer states that pump is not infusing the correct volume. It delivered 7 ml instead of 10 ml at rate 500 ml/hr using water.

Manufacturer narrative:
Investigation found that pump was tested for accuracy several times, using water. Pump delivered amount within spec (spec is +/- 5%). Complaint could not be confirmed.